Manufacturer narrative:
Article citation: ¿breast implant-associated lymphoma: what is the true incidence and clinical relevance?¿ laura k. Goodwins, phoebe m. Prowse, john r. Miliauskas; plastic reconstructive surgery global open; december 2019; american society of plastic surgeons 2019. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Journal article ¿breast implant-associated lymphoma: what is the true incidence and clinical relevance?¿ referenced a patient with a right side "rupture". The device has been explanted. The manufacturer of the device is unknown.